Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose was 150 mg/dl. Customer's call with tandem technical support (cts) was disconnected. Although multiple attempts were made by cts to follow up for additional information, customer did not reply.